Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with an umbilical vessel catheter (uvc). The customer reports that there was a hole or crack on the line and the line was removed.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. Several attempts to gather info from the customer were made. To date, no response has been received. If add'l pertinent info becomes available, the report will be updated.